Event description:
On (B)(6) 2012, the reporter in (B)(6) reported blood glucose values of "472, 156, 287, and 155 mg/dl" with the onetouch veriopro meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=15% and/ or <=12 mg/dl.there was no injury and no treatment associated with this issue, however this complaint is being reported because the subject device did not meet lfs's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.